Event description:
It was reported that the voyager was placed in the lesion and inflated, but the balloon ruptured at 6 atm. The patient condition began to decline. There was an air embolism identified with no flow. The patient became hypotensive and began vomiting. The patient was put on oxygen and CPR was performed. As the patient condition improved, another company's stent was successfully implanted.